Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed that the unit had residual blood in unit and that the blood stopped at the purge solenoids. The fse replaced the purge valve assembly, condensation removal module (crm), safety disk assembly, blood detect tubing, pneumatic component luer and clear polyurethane tubing. Subsequently, the fse performed full functional checkout and cycled unit on a simulator with a balloon catheter for 30 minutes. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a blood back event where the intra-aortic balloon (iab) popped and blood had gotten inside the iabp unit . It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Patient height: 157cm.

Event description:
It was reported that during use of a cs300 intra-aortic balloon pump (iabp), the balloon popped and blood got inside. There was no patient harm.